Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient had problem communicating with the ipg (implantable pulse generator) using the external devices and as a result, the patient lost stimulation. It was stated, the patient was able to successfully recharge the ipg approximately two weeks prior to the loss of stimulation. An attempt was made to communicate with the new charger but was unsuccessful. The patient had ipg replacement and there were no issues post-operatively.